Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference article: kim, k.r., chin, d.k., kim, k.s., cho, y.e., shin, d.a., kim, k.n., & kuh, s.u. (2021). Revision surgery for a failed artificial disc. Yonsei medical journal 62(3). Https://doi.org/10.3349/ymj.2021.62.3.240.

Event description:
It was reported that a mobi-c implant at c5-6 failed approximately 4 years post-operatively; the patient had an improper indication of spondylosis prior to installing the implant. A revision surgery was performed where a laminoplasty was performed.